Event description:
Mid 70¿s female with history of atrial fibrillation, hypertension and recent left lower lobe lung collapse. Procedure: bronchoscopy with fine needle aspiration and endobronchial biopsies. Issue: guidewire end piece broke off when unloading the needle, unable to pull wire out of tubing. Uncertain if all of specimen obtained and sent to lab. Another needle used to continue with specimen collection. Tubing removed in its entirety, no known harm to patient. Discharged the same day. Manufacturer response for biopsy needle, single use aspiration needle (per site reporter). Will obtain.